Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer received a pump error alarm every 4 hours. Their blood glucose was unknown. The insulin pump case and display window were worn and damaged. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarm noted during testing. Pump was returned for low battery alarm and power error confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed low battery then alarmed was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7volts for consecutive 240 minutes due to non-sleep anomaly software error. Unit received with minor scratched lcd window, scratched keypad overlay and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.